Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown.

Event description:
Doctor reports that the oss311 fractured and was removed. Tooth site # 20. Site was grafted with allograft at placement of implant.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 4109. H6: investigation findings was added: 3252. H6: investigation conclusions was added: 4307. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual inspection identified a fracture across the threads near the collar of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review was not electronically available for the subject lot number thus could not be further reviewed at the time of investigation. A notification to manufacturing has been sent and requested to pull the full paper DHR for review. The pce will be reopened and updated if there is any indication of non-conformance or any possible manufacturing issue related to the reported event. Since the DHR was not available, a tip qa nc database was used for non-conformances related to the reported event and subject lot number. No non-conformances were found for the subject lot number. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : DHR is not available electronically.

Event description:
No additional or corrected information to report.